Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump reset unexpectedly. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 55 mg/dl.